Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non-conformities with the device, no signs of usage, and no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "no power" could not be confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro evh system did not work. There was no heat generated through the jaws. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.